Event description:
Pt continually trying to get out of gerichair; placed in bed enclosure as an alternative. Later, pt was found by nurse sitting up in bed at an odd angle. Their right leg was trapped between the mattress and the bedrail. Their knee was bent at a normal angle and their foot was extended back behind them. Pt could not move their leg. The nurse supported the leg to reduce pressure on the leg from the siderail and attempted to extricate the pt from the position they were in. The nurse was able to pull the leg up far enough to unzip that side of the enclosure and lower the siderail. Once that was done, the pt was able to reposition themselves and was able to lie back on the bed. Passive rom was done to the extremity without difficulty.